Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and delivery anomaly form the insulin pump. The customer's blood glucose reading was 451 mg/dl. The customer's blood glucose went down to 377 mg/dl. The customer stated that she kept having highs and not sure if the pump is delivering enough insulin. The customer stated that she forgot to fill the cannula dead space after removing the introducer needle. The customer was assisted with programming the pump and running a bolus. The customer was advised to monitor the pump.